Manufacturer narrative:
(B)(4). Risk manager.

Event description:
Noise was observed on the pace/sense channel. After the patient went into cardiac arrest, CPR was initiated with external defib. Patient received therapy due to noise which induced vf. Fluoroscopy revealed separation of a single conductor of the lead at the level of the tricuspid valve annulus. Patient had been non-compliant with follow-up. The patient remained in critical condition with potential for incomplete neurological recovery.